Event description:
A caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was given instructions on how to proceed if the problem reoccurred. The customer was able to continue using the pump and understood the advice provided.